Event description:
It was reported during testing at the user facility that the device would run continuously. It was further determined during testing conducted by a manufacturer service technician that the device would activate and would not stop running upon being connected to a cable. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported during testing at the user facility that the device would run continuously. It was further determined during testing conducted by a manufacturer service technician that the device would activate and would not stop running upon being connected to a cable. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.